Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was losing time. The customer's blood glucose (bg) level was 180 mg/dl; however, the customer was unsure if bg level was related to the reported event. The customer delivered a bolus to address bg level.